Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. Additionally, the helix of the rv lead was observed to be damaged. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of the screw on the lead was broken and loss of capture were not confirmed. As received, a complete lead was returned in one piece for analysis. The helix was extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any other anomalies except for procedural damage.